Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. The investigation was performed based on the reported information by the customer and regional repair center. The reported failure of "camera doesn't work" was confirmed. Due to the poor contact of the camera unit, the endoscopic image could not be displayed. Additionally, due to the deterioration of the plug unit, water tightness was lost. The investigation determined it was likely the failure was caused by a component failure. However, its unknown what caused the component to fail. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported the camera head did not work. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not work. There were no reports of patient harm.